Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital for withdrawal one day prior to report. The healthcare professional (hcp) requested information regarding the procedure for roller study and dye study procedures. The dye study confirmed that there was a leak at the catheter-pump connection. The patient's pump was intended to infuse lioresal. Additional information was requested to determine what interventions were done and the associated outcomes.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had presented on (B)(6) 2014 with increased twitching, increased tightness of their bilateral upper extremities, shaking of their lower extremities, facial tics, loose stools and drooling/secretions. The cause of the event had been leakage noted on the dye study at the catheter to catheter connection site. The event was attributed to the catheter and it was noted the patient had been in a scoliosis brace up until shortly before ¿incident¿. It was also noted they had a scoliosis repair in (B)(6) 2014. In terms of what the catheter issue was, it was also reported there was a disconnect and leak proximal to the connector. The location of the catheter issue was specified as the proximal (pump) segment and proximal connection. It was unclear where the disconnection/leak had occurred due to conflicting reports indicating the pump/catheter connection site and/or the catheter to catheter connection site. Additional clarifying information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received. In terms of what troubleshooting had been done, along with the dye study, x-rays and fluoroscopy occurred on (B)(6) 2014. Then, on (B)(6) 2014, the connection was re-secured. In terms of how the patient was now doing, it was noted they had recovered without permanent impairment. As of (B)(6) 2014 their tone was returning to baseline and they were weaned from g-tube baclofen. No further information was reported.